Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The subject device referenced in this report has not been received for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the device instruction manual states, "as a precaution, prepare a secondary method for achieving hemostasis or dissection, e.g., a spare of the thunderbeat instrument, and a backup of the transducer."

Event description:
Service center was informed that the ultrasonic probe continued to activate and "heat up" even after the purple seal/cut button was no longer being depressed. The surgeon had to abort using the hand piece out of patient safety concerns. No audible sound was heard from the generator during these periods of the ultrasonic probe continuing to activate. The procedure was completed using a similar device. There was no patient injury reported. In addition, the surgeon reported that another hand piece performed fine on the same generator immediately before the case involving the potentially defective unit.